Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed into the patient and release criteria was checked. While checking release criteria the physician noted that there was a thrombus that had formed on the pin of the closure device. The physician fully recaptured the closure device and removed the wds from the patient. Using a syringe, the physician aspirated the thrombus out of the patient through the wds. All other devices were removed from the patient and the procedure was ended. No closure device was implanted in the patient. The patient remained stable during the entire procedure and showed no complications as a result of the event.